Event description:
Following coil embolization, while advancing this coil delivery system into the microcatheter (mc), the delivery system broke outside the mc. There were no reported pt complications. Reportedly, continuous flush was maintained within the mc. No resistance was felt during advancing the system into the mc.

Manufacturer narrative:
There are no identified patient or procedural factors contributing to the breakage of the delivery tube. Returned dcs coil was received inside a plastic bag. The introducer was not mounted on the dcs coil. The coil was attached to the gripper. The shaft was found fractured at 12.5 cm from the proximal hub. The separated faces were ovaled, indicating that the hypotube was bent or kinked prior to separation. The fractures of this nature are usually the result of ductile overload. Force or cycling of the hypotube (kinking - straigtening - kinking) may result in the eventual fracture of the hypotube as a result of excessive strain coupled with fatigue resulting from work hardening of the stainless steel. The inner and outer diameters of the hypotube of returned dcs orbit were measured adjacent to the fracture and results revealed that they were found within specification. Manufacturing records for lot, acrobat delivery tube and orbit inner assembly involved were reviewed and results indicate that product met quality requirements for product acceptance. Inspections are in place to prevent kinked and damaged catheters from leaving the facility. The exact cause of this fracture could not conclusively be determined, but appears to have occurred after the manufacturing process. This is one of two products used on the same patient. MFR report #1058196-2005-00388 and MFR report #1058196-2005-00389.